Event description:
It was reported that the user experienced a low blood glucose event lasting about 15 minutes after switching insulin from fiasp cartridges to humalog u100, which she treated with orange juice and a banana; a functional review was performed over the phone, and she was 100 mg/dl at the time of the call. Symptoms included hypoglycemia with shaking and fatigue. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.